Event description:
Ra pt developed chills with temp to 103.8 f adter 2nd treatment. She was admitted to the hosp for evaluation. Peripheral access was used for treatment. All cultures came back with no growth. Pt discharged after three days. No cause found. She decided not to continue prosorba column treatment. No further info has been received.